Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿the gore excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.¿ per IFU, the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.

Event description:
On an unknown date, the patient underwent total aortic arch replacement with ¿elephant trunk¿ technique to repair a thoracic aortic dissection. According to the report, the dissection was not completely resolved by the procedure. On (B)(6) 2018, the patient underwent endovascular repair of the thoracic aortic dissection using a ¿candy-plug¿ technique to treat residual distal false lumen perfusion. During the procedure, two conformable gore® tag® thoracic endoprostheses were advanced and successfully deployed in the true lumen. A gore® excluder® aortic extender component (pla360400/17871734) was chosen for placement of the ¿candy-plug¿ in the distal false lumen. During preparation of the aortic extender component, the device was partially unloaded from the delivery system, and a suture was placed at the middle of the stent-graft to limit its maximum diameter. The stent-graft was then reloaded onto the delivery catheter and prepared in a standard manner. The candy-plug aortic extender component was advanced into the false lumen and was deployed in the intended position. Upon removal of the delivery catheter, however, the tip was reportedly caught by the thread sutured on the stent-graft, which caused the aortic extender component to be pulled distally. It was reported that several attempts were made to remove the delivery catheter with added force, and the leading olive became separated from the delivery catheter. Attempts to snare the leading olive were unsuccessful. The physician reportedly opted to place a second candy-plug with an additional aortic extender component, as the first candy-plug became fully deployed and did not function as intended. An intra-procedural angiograph revealed a gutter endoleak between the false lumen vessel wall and the second candy-plug aortic extender component. Coils were placed, and a third candy-plug aortic extender component was implanted to treat the gutter endoleak. The report stated that the separated olive tip was secured by the third candy-plug placement. Procedural angiography showed the endoleak was diminished. Further coiling was performed and the endoleak was reportedly resolved. The procedure was completed without any further reported complications. The patient tolerated the procedure.